Event description:
It was reported that a patient was hospitalized for pain and an infection in the spine approximately 6 months after a trelloss-a cage with epic construct were implanted. The treatment plan is for the patient to undergo (in)fusions for 6 - 8 weeks, three times a day (every 8 hours). This is report one of seven for this event.

Manufacturer narrative:
Device evaluation: the product was not returned and photos were not provided, so device evaluation could not be performed. Potential cause: the root cause was unable to be determined. This event could possibly be attributed to unknown patient or surgical factors. DHR review: DHR review was unable to be performed as lot numbers are not known. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00387 through 3012447612-2021-00393.

Event description:
It was reported that a patient was hospitalized for pain and an infection in the spine approximately 6 months after a trelloss-a cage with epic construct were implanted. The treatment plan is for the patient to undergo (in)fusions for 6 - 8 weeks, three times a day (every 8 hours). This is report one of seven for this event.